Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were falling off the cystic duct or cystic artery. The clips were retrieved without any impact to the patient. A different device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Cystic duct. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. What did the clip form look like intra-op or post-op? The clip never closed at the distal end. I spoke with the first assistant and dr. Rose separate they both said the same thing. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Both.